Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Company representative reported patient stated she had two incidents where the needles of the lancet device broke off in her fingers. Company representative stated patient was able to remove the first needle by herself but the second one remained in her skin and was present during a visit with her dne; exact amount of time was not provided. Company representative reported that the alleged needle has since come out on its own; no timeframe was provided. No adverse event was reported. Requested return of suspect device and replacement was sent.